Manufacturer narrative:
The reported event that one of the teeth of a k-wire cutting pliers (max 1.6 mm) was found broken during inspection of a tray before sending it out to a case, could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The visual inspection revealed minor scratches around the devices` surface and signs of rust in the laser marking text. One of the tips of the device is broken and the breakage surface presents a smooth pattern, like the broken piece was ¿unglued¿ from the tip. The device was manufactured in 2010 and was reported to be part of a loaner kit. This means that it has experienced a lot of usage, sterilization processes and transportation throughout the years and all these procedures can definitely affect its integrity. This matches with what has been reported, that the kit was sent out 3 times per week. The evident rust is attributed to the high number of uses and cleaning processes followed all these years. Most likely during usage, the k-wire cutting pliers (max 1.6mm) experienced an unauthorized handling which in combination with excessive forces applied, led to the reported breakage. The device is made to be used under high forces, however if it¿s not used properly then it is quite possible its integrity to be compromised, which is definitely a deviation from the specifications. As per IFU (v15011): ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument! [¿] only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way." As per cleaning and sterilization guide (l24002000): ¿stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.'' It was also reported that the device was not inspected at all times before being send to the customer. As per IFU (v15011): it is mandatory ¿before every operation to ensure that all devices to be used during the operation function correctly with each other¿. If the forceps has not been used carefully and under appropriate cleaning conditions, it is quite possible that its integrity has been compromised, and to have reached the end of its life sooner than expected. Based on the investigation, the root cause was attributed to a user related issue due to a mishandling of the device, in combination with excessive mechanical force applied. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Inspecting a tray before sending out to a case I noticed the tips of this instrument were chipped.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Inspecting a tray before sending out to a case I noticed the tips of this instrument were chipped.